Manufacturer narrative:
Product analysis: visual and optical inspection revealed the top portion of the crown of the screw has been worn from the seating of the rod. Functional inspection confirmed the screw head was locked in an angled position and was not able to pivot in any direction. The crown has been pushed down through the saddle of the screw not allowing the head to pivot anymore. This is the normal issue when the bone screw is implanted. The screw appears to function as intended. No fault found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: d3 manufacturing site ID corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2019, the patient underwent fusion at t11-ilium. Post-op, on (B)(6) 2019, the patient presented with acute pain and infection; hence, the wound was cleaned as the patient got klebsiella. No implant or instrumentation was removed in this surgery. Later, the patient again presented with pain; and underwent a revision surgery on (B)(6) 2019. Allegedly, the tulip of the reported screw was found locked at an angle. In this revision surgery, all the implants were removed and changed as the patient had enterococcus; and the fusion was extended from t11-ilium to t11-s2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The infection was in the whole wound and not at a specific level. There were many screws that were explanted during the revision surgery (dated (B)(6) 2019) ; some of which, had locked tulips.